Event description:
The manufacturer received information that a trilogy 202 ventilator was reported to have a ventilator service required alarm for preventative maintenance. There was no patient involvement, and no harm or injury reported. It was reported the customer requested bench service to have the device evaluated and repaired for what is needed for the ventilator service required alarm. The device was returned to the manufacturer's service center for evaluation and repair. On device evaluation, a device error code e-344 was noted in the download error log indicating an issue with the accuracy of the oxygen blending module (obm). During bench service, full factory calibration and testing was completed. The system did not meet the specification for the performed service. It was reported the device's main printed circuit board assembly caused the error code e-344. Due to the obm error, the printed circuit board assembly was replaced. After repair, full factory calibration and testing procedures were completed. Additional findings not related to the malfunction/issue: the pollen filter was contaminated and was replaced, and the porting block was missing and was replaced.